Event description:
Customer reported there are issues with the needle not being properly attached to the hub. They must tighten each one that they open to avoid a possible needle stick or a needle falling off during a procedure. See attachment section for initial email and complaint report from customer